Event description:
On (B)(6) 2017 rep from advocate program called stated member received packaged 11/08/2017 and whisperject auto injector cap remover/plunger was already pushed in however the box did not looked to be opened but device looked used. Member was advised will need to contact manufacturer for replacement. On (B)(6) 2017 member called and advised manufacturer will not replace. General error. Dates of use: (B)(6) 2017 to present. Diagnosis or reason for use: ms.